Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease / acute pelvic inflammatory disease') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included abdominal cramps, urinary tract infection, vaginal infection, dysuria, yeast infection, adenomyosis, vaginal discharge, menses irregular, itching, burning sensation, nausea, menorrhagia, dyspareunia, mood swings, vulvovaginitis, acute cystitis, anxiety disorder, crying, perineal pain, uterine bleeding and vaginal bleeding. Concomitant products included ciprofloxacin betain (cipro) for uti, fluconazole (diflucan) for yeast infection as well as alprazolam (xanax), bupropion hydrochloride (wellbutrin), ceftriaxone sodium (rocephin), celecoxib (celexa), ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ferritin, ketorolac tromethamine (toradol), levonorgestrel (mirena), tramadol, vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic infection, pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral removal of the fallopian tubes). Essure was removed on (B)(6)2015. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, infection, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic inflammatory disease and urinary tract disorder to be related to essure. The reporter commented: left side- 2 trailing coils, right side- 1 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic inflammatory disease, pelvic infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease / acute pelvic inflammatory disease') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B21574) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included abdominal cramps, urinary tract infection, vaginal infection, dysuria, yeast infection, adenomyosis, vaginal discharge, menses irregular, itching, burning sensation, nausea, menorrhagia, dyspareunia, mood swings, vulvovaginitis, acute cystitis, anxiety disorder, crying, perineal pain, uterine bleeding and vaginal bleeding. Concomitant products included ciprofloxacin betain (cipro) for uti, fluconazole (diflucan) for yeast infection as well as alprazolam (xanax), bupropion hydrochloride (wellbutrin), ceftriaxone sodium (rocephin), celecoxib (celexa), ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ferritin, ketorolac tromethamine (toradol), levonorgestrel (mirena), tramadol, vilazodone hydrochloride (viibryd) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic infection, pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral removal of the fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, infection, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic inflammatory disease and urinary tract disorder to be related to essure. The reporter commented: left side - 2 trailing coils, right side- 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one / ones was / were reported from patient¿s medical record: pelvic inflammatory disease, pelvic infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.